Event description:
It was reported that the tip of the drill sleeve broke off while the surgeon was positioning the device through the transbuccal and leveraging the drill sleeve tip into the hole of a plate. It was retrieved from the mouth and the broken tip was discarded. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the tip of the drill sleeve was completely broken off. The exact cause of the breakage could not be determined; however, it is likely that too much mechanical force was applied and caused the tip to snap off. No product fault could be detected. This complaint is invalid from a manufacturing standpoint.